Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, there was an automated impella controller (aic) controller error- intermittent alarm. The device first lost placement signal/left ventricle signal. Flows dropped on performance level p-4 to one liter without any alarms. That lasted around 2-3 minutes and then there was a controller error alarm where waveforms were still gone and motor current spikes from means of 100 to means of 400 for 2-3 minutes then everything resolved. This was occurring regularly since 18:30 usually every 10 to 15 minutes. The device was erroring on the side to have back up console in room if pump stopped vs unknown risk of changing consoles. The patient's condition was critical. The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause remains undetermined, investigation could not be conducted due to product not returned.